Event description:
It was reported that after an akreos adapt ao was inserted into the pt's right eye the surgeon noticed that one of the haptics was twisted. The surgeon enlarged the incision to remove the lens and a different model lens was successfully implanted. According to the surgeon, the pt's current prognosis is good. Please reference MDR#: 1119279-2012-00247 for the delivery device ((B)(4)).

Manufacturer narrative:
Three different lens serial numbers were provided by the customer. However, despite multiple attempts bausch + lomb did not receive any info to determine which lens was associated with the enlarged incision. Model: adapt ao, lot#: 1200528, serial #: (B)(4), exp date: 12/31/2014. Model: adapt ao, lot#: 1202408, serial #: (B)(4), exp date: 01/31/2015. Model: adapt ao, lot#: 1202408, serial #: (B)(4), exp date: 01/31/2015. The device has been discarded by the customer, and therefore it is not available for eval. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.